Manufacturer narrative:
An investigation is ongoing.

Event description:
It was reported that a patient contacted the customer site in 2009 to inform them of receiving burns to the ears. The patient alleged that the burns might have been due to the mr head exam received in 2008. The patient also reported that plastic surgery was required as a result of the burns. No further information is available at this time. Ge healthcare is currently attempting to obtain additional details from the customer site.